Manufacturer narrative:
Citation: rizzoli g et al. Long-term durability of the hancock ii porcine bioprosthesis. J thorac cardiovasc surg. 2003 jul;126(1):66-74. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding long-term durability of hancock ii bioprosthetic heart valves. All valves were implanted at a single center between may 1983 and december 1993, and follow-ups were conducted for another 5 years until submission for publication in june 2002. The study population included 212 patients (predominantly female; mean age 63 years), all of which were implanted with medtronic hancock ii bioprosthetic heart valves (serial numbers not provided): 66 aortic, 114 mitral, 26 mitral-aortic, and 6 tricuspid. Among all patients 122 deaths occurred (20 early, 102 late). Twenty two of the deaths were deemed valve-related (5 early, 17 late), with valve-related sub-categories that included: 3 structural valve dysfunction (all late), 3 cerebral hemorrhage (all late), 2 periferic hemorrhage (1 early, 1 late), 2 thrombosis (1 early, 1 late), 6 thromboembolism (2 early, 4 late), 1 prosthetic-annulus dehiscence (late), 3 endocarditis (all late), and 2 sudden deaths (1 early, 1 late). Across the study population 86 patients experienced valve-related complications. The (non-death and death) adverse events included: 29 thromboembolism, 3 thrombosis, 23 major hemorrhage, 5 endocarditis, 4 paravalvular leak, 22 structural valve dysfunction (17 of which underwent reoperation due to stenosis, regurgitation or both). Additionally, at follow-up (mean 8.8 years) 63% of patients were noted in atrial fibrillation, and 10% of patients had received a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.